Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to placement difficulties and high pacing thresholds. After multiples repositioning the helix became difficult to extend and retract. New lead was implanted and remains in service. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The difficult to position allegation was not confirmed. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing. The high threshold allegation was not confirmed. Lead resistances measured normal.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to placement difficulties and high pacing thresholds. After multiples repositioning the helix became difficult to extend and retract. New lead was implanted and remains in service. No adverse patient effects.